Event description:
It was reported that a spectrum pump failed downstream pressure test at medium setting. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, customer reported "pump has failed the downstream pressure test at 22. 48 - 22. 81 in the medium setting," was not reproduced. The device was tested for downstream occlusion detection and passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.